Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The balloon was removed immediately from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.